Event description:
It was reported that intermittent oversensing and increasing threshold levels were observed on the right ventricular (rv) lead during a device interrogation. The patient had reported experiencing symptoms of dizziness. The lead was reprogrammed from bipolar to unipolar sensing configuration and the pacing output was increased. The patient later reported that the dizziness symptoms had not occurred after the programming changes. The lead was subsequently capped and replaced during a routine device replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was later noted when performance data was reviewed, that the impedance tripled suddenly; at the same time as the previously-reported threshold increase.